Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt complained of pain in his hip after surgery. Upon x-ray review, the femoral had a significant break. The dr feels that it was cracked at the time of surgery and he "missed it". The fracture got worse. He removed the femoral component and replaced them with a cone/conical mod restoration system. The revision was proactive with no complications."